Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 2 patient samples tested for ckl creatine kinase (ckl). Based on the information provided, the results for 1 patient were erroneous and reported outside of the laboratory. The initial ckl result was 14 u/l. This result was reported outside of the laboratory. On (B)(6) 2016 the sample was repeated and the result was 406120 u/l. No adverse event occurred. The ckl reagent lot number was 139825. The expiration date was requested but not provided.

Manufacturer narrative:
A specific root cause could not be identified. No issues were identified during a review of the calibration and quality control data provided by the customer. Based on a review of the patient's cl, na and k results as well as the ckl results, it is likely that there was not enough sample volume transferred which could be due to a clot or contamination in the sample probe. Since the patient has been diagnosed with rhabdomyolysis, the very high ckl result is plausible.